Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a fall. In turn, during an ipg pocket revision procedure it was found the patient's ipg had become inoperable. As a result, the ipg was explanted and replaced to address the issue. Therapy was restore post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.